Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (part 04.107.102s, lot h318895): it was reported that the plate and the screw were used in surgery for the fractures of the olecranon and the radius head on (B)(6) 2017. The surgeon was drilling the bone with the fixed drill sleeve raised properly. Although the surgeon applied the torque to the locking screw more than enough, the proximal olecranon plate could not be locked. Another plate different in size was used to complete the procedure. The surgery was extended for 15 minutes. No adverse consequence to the patient was reported. Procedure was completed successfully. Customer quality (cq) engineering investigation: this complaint was not able to be confirmed at cq. The reporter did not identify which variable angle (va) plate hole was being used during the complaint and visual inspection at us cq could not definitively identify which hole would not reportedly work with the returned locking screw. This complaint condition was not able to be replicated at customer quality (cq). A torque limiting attachment was not available in order to replicate the returned screw not locking to an unknown hole in the returned plate. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. The returned devices are implants in the 2.7mm/3.5mm variable angle (va) lcp (locking compression plate) elbow system. Per the complaint description, "although the surgeon applied the torque to the locking screw more than enough, the proximal olecranon plate could not be locked." "More than enough" torque is not the appropriate/required amount of torque required to properly lock a locking screw to the plate. Per important technique guide, "the 2.7mm variable angle locking screw can be inserted manually or with power. For manual insertion, use the handle for torque limiting attachment. Do not lock the screws with power equipment. Do not lock the screws with power tools. Confirm screw position and length prior to final tightening. Final tightening must be done manually using the 1.2nm torque limiting attachment." This complaint was most likely due to not using required/appropriate 1.2nm torque limiting attachment for final tightening causing the screw to not lock to the plate. Device 1of 2 part# 04.107.102s va-lcp proximal olecranon plate 2.7/3.5 le 2 hole length 73. Visual inspection at us cq- no damage or wear that would inhibit functionality was observed when viewed under 5x magnification. Drawing review tabulated drawings for the family of 2.7mm/3.5mm va-lcp proximal olecranon plates was reviewed during this investigation. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part# 04.107.102s, lot# h318895. Manufacturing location: elmira, manufacturing date: apr 21, 2017, expiration date: apr 01, 2027. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A review of the raw material device history record revealed no complaint related anomalies for raw material synthes lot h114594 that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. (B)(4).device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). The plate and screw would not lock. The surgeon had to select different size plate to complete the surgery. Device history records review was conducted. The report indicates that the: date of manufacture (release to warehouse date): 21 april 2017 place of manufacture: synthes ¿ (B)(4) expiration date: 01 april 2027 raw material lot h114594 a review of the raw material device history record revealed no complaint related anomalies for raw material synthes lot h114594 that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the plate and the screw were used in surgery for the fractures of the olecranon and the radius head on (B)(6) 2017. The surgeon was drilling the bone with the fixed drill sleeve raised properly. Although the surgeon applied the torque to the locking screw more than enough, the proximal olecranon plate could not be locked. Another plate different in size was used to complete the procedure. The surgery was extended for 15 minutes. No adverse consequence to the patient was reported. Procedure was completed successfully. This complaint involves 2 parts. Concomitant part: drill sleeve (part#unknown / lot# unknown /quantity 1) this report is 1 of 2 for (B)(4).